Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires were broken. There was no reported pt involvement. The customer was sent a replacement ac power module to resolve the failure. The module was not returned for eval.

Event description:
The customer reported the ac power module connector pulled out and wires were broken. There was no reported pt involvement.